Manufacturer narrative:
The other proglide devices referenced are filed under separate medwatch report numbers. (B)(4). Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with interaction with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the two common femoral vein access sites was attempted with three proglide devices, using the pre-close technique, via 8 and 10f sheaths prior to an interventional electrophysiology ablation procedure. No imaging was performed to verify the location of the puncture site. Reportedly, no suture was present when the proglide plunger was removed on all three proglide devices. The sutures of two new proglide devices were successfully preplaced, one at each access site. The electrophysiology ablation procedure was completed and hemostasis was achieved with the successfully preplaced proglide sutures, one proglide device used to close each of the access sites. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.